Event description:
The customer called to report that the backlight was not working. Troubleshooting was performed. The backlight did not work after the batteries were changed. During the call the customer mentioned that they were hospitalized for high bgs the night before. The customer stated that their bgs were elevated. Then the customer tried to correct with a bolus, but the bgs continued to increase. The customer was released from the hosp at the time of call.